Event description:
The hosp reported that during an endoscopic vein harvesting procedure, hemopro 2 cable black connector fell off. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. Product is not returning as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a tech eval cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. (B)(4).